Manufacturer narrative:
Upn corrected from h7493892820200 to h7493892815150. Catalog/model # corrected from 38928-2020 to 38928-1515. Device lot number corrected from 0015773266 to 16854388. Device expiration date corrected from 02-jan-2016 to 27-mar-2017. Device manufactured date corrected from 04-jan-2013 to 01-apr-2014. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter for batch number 16854388, in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The distal tip was damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and hypotube of the device. Microscopic examination also revealed a complete hypotube separation 47cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon or bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the middle left anterior descending (lad) artery. After an unspecified guide wire was advanced to the lesion, a 2.00mm x 20mm maverick²¿ balloon catheter was selected to dilate the lesion. While the physician was attempting to insert the device over the guide wire, the shaft broke in half 53 cm from the hub of the balloon. The device was completely removed and the procedure was completed with a different device. The patient was stable and was discharge the following day.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the middle left anterior descending (lad) artery. After an unspecified guide wire was advanced to the lesion, a 2.00mm x 20mm maverick²¿ balloon catheter was selected to dilate the lesion. While the physician was attempting to insert the device over the guide wire, the shaft broke in half 53 cm from the hub of the balloon. The device was completely removed and the procedure was completed with a different device. The patient was stable and was discharge the following day.